Manufacturer narrative:
The investigation did not identify a product problem based on the provided information. Product labeling states: "interpretation of results. Initial elecsys anti-hcv ii assay. Coi: = 1.00. Result: reactive. Interpretation of results: antibodies to hcv detected. Retest procedure: presumptive hcv infection, follow cdc recommendations for supplemental testing." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The elecsys anti-hcv ii performs within specification.

Manufacturer narrative:
The cobas 8000 - cobas e 602 module serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys anti-hcv ii results from one patient sample tested on the cobas e 602 module. On (B)(6) 2025: the initial result was 151.0 (reactive). The repeat result was 161.5 (reactive). On (B)(6) 2025: the hepatitis c virus (hcv) polymerase chain reaction (pcr) result of the patient's sample collected on (B)(6) 2025 from another facility was "negative".